Event description:
The customer reported that the shuttle burned an infant pt. The customer reported that the sensor caused burns at two different sites on the pt's skin. The extent of the injury is not known at this time.